Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a rupture and capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of inflammation/irritation and seroma(late) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: inflammation" and 'fluid" and the breasts "got bigger" and "malformations" inside the breast. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported bilateral breast "inflammation" and 'fluid", breasts "got bigger", "malformations" inside the breast, multiple aspirations of seroma fluid in amounts described as "like a cup" as well as a surgical procedure where the devices were "cleaned". This record is for the right side. Device remains implanted.